Event description:
A customer reported an issue with their insulin pump displaying an altitude alarm. Despite this, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was initially instructed to clean the pump's speaker holes and attempt reconnection of the cartridge, however, these actions did not resolve the issue. Technical support advised the customer to wait for moisture to evaporate and then try resuming insulin delivery. When this also failed, they provided instructions to replace the pump and cartridge. The customer was guided on preparing the pump for return and a replacement was sent, ensuring continuous insulin delivery with a backup therapy in place.